Event description:
It was reported that during a routine check-in by the representative on the patient, the patient mentioned that they had a urinary tract infection (uti), during the trial stage on (B)(6) 2025, which possibly started the first day of their trial. The patient was given antibiotics (nitrofurantoin) that treated the infection. The cause of the uti may have been from the catheter. The patient is not scheduled for any follow-up appointments with their urologist. The patient does not have a current uti. The local field team and health care facility were aware of the patient's uti during the time the patient went through their trial on (B)(6) 2025. Now the patient is fully recovered from the uti. There are no other patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon, premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that during a routine check-in by the representative on the patient, the patient mentioned that they had a urinary tract infection (uti), during the trial stage on (B)(6) 2025, which possibly started the first day of their trial. The patient was given antibiotics (nitrofurantoin) that treated the infection. The cause of the uti may have been from the catheter. The patient is not scheduled for any follow-up appointments with their urologist. The patient does not have a current uti. The local field team and health care facility were aware of the patient's uti during the time the patient went through their trial on (B)(6) 2025. Now the patient is fully recovered from the uti. There are no other patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided, resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing a urinary tract infection (uti). The cause of the uti could not be established, but it is a known inherent risk of the device; therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risks associated with this device type and indicated as such in the instructions for use. Based on the results of this investigation, no escalation is needed.

Event description:
It was reported that during a routine check-in by the representative on the patient, the patient mentioned that they had a urinary tract infection (uti), during the trial stage on (B)(6) 2025, which possibly started the first day of their trial. The patient was given antibiotics (nitrofurantoin) that treated the infection. The cause of the uti may have been from the catheter. The patient is not scheduled for any follow-up appointments with their urologist. The patient does not have a current uti. The local field team and health care facility were aware of the patient's uti during the time the patient went through their trial on (B)(6) 2025. Now the patient is fully recovered from the uti. There are no other patient complications.